Event description:
Patient reported hardening and capsular contracture baker grade lv and later reported rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Calcification : observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported hardening and capsular contracture baker grade IV and later reported rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown.

Event description:
Patient reported right side "hard breasts" deemed as capsular contracture baker grade unknown. The device remains implanted.

Event description:
Patient reported hardening and capsular contracture baker grade IV and later reported rupture. This relates to the right side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25/apr/2024.